Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When the product was taken out of the package, it was noticed that the locking pin was separated from the handle. The handle was intact. The device was secure in the packaging. There was no damage noted to the packaging. The product was stored and handled correctly prior to opening. The product was not used for the procedure.